Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that on two separate occasions their 'entire body got zapped' when turning stimulation on while sitting in a recliner chair. The second time this happened, the patient turned stimulation off until meeting with the rep for reprogramming the day of the report. The patient was advised that they could turn stimulation down before turning it on. The impedances were checked and were within normal limits. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.